Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. During preparation of the second clip delivery system (cds) (11103r290), the clip came slightly opened and when attempting to close the clip it would not close at all. An attempt was then made to open the clip and it would not open therefore the device was not used. A third cds (10419r232) was advanced to the below the mitral valve however resistance was noted. The clip had perforated the posterior leaflet and created a hole. The clip had went through the hole, causing resistance. The clip was inverted and removed from the hole in the leaflet. The clip was repositioned and deployed. The perforated leaflet was left untreated. The procedure was completed with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, the reported difficult or delayed positioning is due to procedural conditions. The reported tissue damage is a cascading event of the difficult or delayed positioning. The reported tissue injury as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.